Manufacturer narrative:
Concomitant medical products: product ID: 37712, serial#: (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator .the patient has two implanted systems: information reported on other system in regulatory report #3004209178-2016-12140. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that there was a loss of therapy. The patient's low back started hurting the night prior to the report and the day of the report, her back has gone out. She was in a lot of pain and couldn't walk the morning of the report. The patient programmer showed that the stimulation was on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.